Event description:
The customer reported that the unit's touchscreen will not calibrate. The customer reported that unit's touchscreen had a bump on it and was damaged. The customer reported there was no patient involvement.

Manufacturer narrative:
The remote philips service engineer (pse) confirmed the touchscreen failure. The customer was advised to replace the touchscreen. The customer ordered the part and replaced the touchscreen to resolve the issue. The issue has been reported to competent authorities. However, upon further review, the reported issue has been deemed not reportable. The touchscreen was returned for failure investigation, and it was discovered that it was broken or had physical damage. The event is not a result of device malfunction and therefore does not present potential risk of patient harm or injury.